Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) replaced the front end board. Full system calibration was performed to ensure the system is fully calibrated. The intra-aortic balloon pump (iabp) passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The company service representative reported that while performing preventive maintenance (pm) it was discovered that there was dried saline on the front end board. No patient involvement reported. No adverse event reported.